Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012: inratio: 2.3, date: (B)(6) 2012, inratio: 1.9, lab: 10.0. Less than 2hrs between meter test and lab draw. Pt's therapeutic range is 2.0-3.0. Pt admitted to hospital because he wasn't feeling well. No further information provided.

Manufacturer narrative:
Investigation pending.